Event description:
A surgeon reported a case of rainbow glare, observed after lasik surgery. Additional information has been requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Date provided in the initial MDR, was incorrect. Correct date is (B)(6) 2015. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to the company's acceptance criteria. The root cause could not be identified conclusively. Rainbow glare is a known side effect of femto treatments and described in user manuals. (B)(4).